Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an image disk failure. During troubleshooting, the fse found that the os drive bay stopped functioning and the bios got corrupted while replacing the image drives of ippc. The fse replaced the ippc and image drives and reloaded software. The defective ippc was returned to philips for further analysis. The analysis confirmed the malfunction of the ippc and identified that the bios was unable to perform the necessary checks or operations related to network booting. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's image disk drives malfunctioned and therefore, preventing new images to be saved. There was no reported patient or user harm. Philips has started an investigation of this complaint.